Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and no delivery alarm from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with syringe. The customer stated that she would get no delivery and motor error alarms both times. The customer stated that she checked her settings and noticed that the basal settings were all gone. The customer stated that the pump alarmed during bolus and basal. The customer stated that there were no motor position encoder errors in the alarm history. The customer did not troubleshoot for no delivery as customer was advised to discontinue use of her pump.